Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited t wave oversensing. The device did deliver an appropriate shock due to true ventricular tachycardia (vt). Boston scientific technical services (ts) recommended to consider reprogrammed to a different vector if the t wave oversensing continue. This electrode remains in service. No adverse patient effects were reported.